Manufacturer narrative:
(B)(4). No reporter or hospital contact information in the medwatch. User facility and mw # 5097616. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
Per user facility medwatch form, mw5097616, it was reported that during a laparoscopic anterior section procedure, the surgeon loaded the psee60a powered stapler with the gst60b load to staple, while the surgeon maneuvered the stapler to the correct position the gst60b staple cartridge fell out of the stapler. It is unknown if there were any patient consequences.